Event description:
The user facility reported that the ventricular catheter had a small split in it. The split seems to be located distal to the reservoir connector, just below the level of where the metal joins the catheter. No pt contact was reported.